Event description:
The rptr's family member was not feeling well and they performed a blood glucose test on the suspect device. The result obtained was 90mg/dl. They then passed out. Emergency medical technician's were called. The emergency medical technician's checked their blood glucose on their device and the result was 40mg/dl. Pt was taken to the hospital and treated with glucose.